Manufacturer narrative:
(B)(4).

Event description:
It was reported that oversensing of ventricular lead noise on remote merlin.net transmissions during the presenting rhythm and other egm triggered episodes was observed. There was also an inappropriate vf episode due to ventricular lead noise. The patient did not receive hv therapy due to noise. The noise was reproducible in clinic with deep inspiration. The lead was capped and replaced successfully.

Event description:
New information received notes that the patient was fine post-procedure and no other issues have been noted.

Event description:
New information received notes that the lead was capped and replaced on 11/02/2016.